Event description:
(B)(4). The event was never reported to allen medical by the user facility. The filing involved a (B)(6)2009 procedure during which an allen medical manual beach chair was being used and the chair clamps reportedly became disengaged from the table. No injury reported. On 09/03/2009, allen received a second copy of the hospital's voluntary medwatch from the FDA which offers new/add'l info as follows: "biomed assessment: biomed's findings were that when the device was properly secured there was no apparent problem."

Manufacturer narrative:
The beach chair was not returned to allen medical for eval or repair. On 09/09/2009, allen reached (B)(6), the clinical engineer in the biomed dept at (B)(6) hospital. He stated that he was the individual responsible for the facility's eval of the device. (B)(6) said that the beach chair issue could not be replicated during his group's investigation when the staff followed the user instructions. The biomed dept replaced the beach chair's side clamps with a pair of replacements and the beach chair was put back into use. He added that the original clams showed little wear or damage and seemed completely functional, but that they were replaced as a precaution. No parts or the chair will be returned to allen medical for investigation. (B)(6) said he could find no clear cause for the failure other than user installation error.